Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the scanner is not holding a charge the nurses claim that if it's not plugged in the unit shuts off.